Event description:
It was reported that the customer's insulin pump had a blank display. Customer's blood glucose level at the time 7.1mmol/l. Advised insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The operating currents are within specification. The insulin pump was monitored for blank display anomalies, no blank display was noted. No battery out limit, off no power anomaly and no damage on the lcd isolation tape noted. The insulin pump has cracked case at the display window corners, reservoir tube lip, broken battery tube threads, minor scratched lcd window and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.